Manufacturer narrative:
Illuminoss reached out to the author of the publication and obtained contact information for the user. Despite numerous attempts to contact the surgeon no further information was obtained. The cause of the procedural and positional complications including a portion of the implant extending into the soft tissue and an extraosseous residual fragment of the implant are likely due to user error either in the placement or sizing of the implant or both. In both the balloon extending into the soft tissue and the extraosseous balloon fragment, it is likely that a too long implant was used, thus resulting in an implant extending outside the bone. In one implant, it appears the extraosseous implant was attempted to be cut off, resulting in the extraosseous residual fragment. In both cases of positional complications, the user did not follow the appropriate instructions for use in either the implant sizing, positioning, or by performing post implant manipulation. As no follow up information or additional imaging was received from the user about this case, the root cause of the position complications for the implant is unknown. There is no indication that that the implants malfunctioned, the most likely cause of the positional complications of the implants with the limited information and x-rays available, is due to user error in the sizing and/or implant placement. The cause of the broken reamer is unknown as it is unknown what portion of the reamer broke based on the images and what the circumstances were surrounding the reamer break. It was unable to be confirmed by the complaint investigation team if the broken and retained metallic bone ream fragment observed was an illuminoss reamer. It is likely that per the information from the article author, the patient anatomy and approach used contributed to the reamer break.

Event description:
An article reported on a 58 year old female with metastatic endometrial carcinoma, demonstrating procedural and positioning complications including a portion of the illuminoss balloon extending laterally into the software tissue beyond the ileum cortex and an extaosseous residual fragment of the cured illuminoss in the soft tissue inferior to the less trochanter. Post operative radiography with multiple illuminoss placed in the surrounding the right pubic ramus and acetabulum. A small metallic fragment along the medial acetabular border was reported to be a fractured peice of the metallic bone ream used to access the medullary space. Figure 6a, b, and c in publication.

Event description:
An article reported on a 58 year old female with metastatic endometrial carcinoma, demonstrating procedural and positioning complications including a portion of the illuminoss balloon extending laterally into the software tissue beyond the ileum cortex and an extaosseous residual fragment of the cured illuminoss in the soft tissue inferior to the less trochanter. Post operative radiography with multiple illuminoss placed in the surrounding the right pubic ramus and acetabulum. A small metallic fragment along the medial acetabular border was reported to be a fractured peice of the metallic bone ream used to access the medullary space. Figure 6a, b, and c in publication.

Manufacturer narrative:
Illuminoss has reached out to the author of the publication and has obtained contact information for the user. The investigation is pending a response from the user.